Event description:
Additional information stated the patient needed his ins ¿redone¿ and that ¿it had been two years and he was a little upset about it.¿ additional information reported the patient was sent to get his battery replaced in (B)(6) 2013. It was noted the patient¿s left ins settings were ¿0-3+, amplitude 4.4, pulse width 160, and rate 140 hz.¿ the patient¿s right ins was set to ¿1-3+, amplitude 3.9,pulse width 200, and rate 160 hz.¿ please see MFR. Report #3004209178-2013-15517 for information on the patient's other device.

Event description:
It was reported the patient¿s implantable neurostimulator (ins) prematurely depleted. The reporter stated they saw their healthcare professional on the day of this report and was told they were due for another ins replacement. It was noted the patient¿s old ins lasted for 5 years and their current ins only lasted 2 years. Additional information was requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).

Event description:
Additional information stated the patient's batteries were lasting as expected. It was further noted the patient's inss were replaced due to normal end of life (eol). Please note: information regarding this event has also previously been reported in MFR report #3007566237-2013-03019. All additional follow-up regarding that report can be found as part of this report and MFR report #3004209178-2013-15517.

Manufacturer narrative:
Concomitant products: product ID 37602, serial # (B)(4), implanted: (B)(6) 2011, product type implantable neurostimulator; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 3389-40, serial # (B)(4), implanted: (B)(6) 2006, product type lead; product ID 748240, serial # (B)(4), implanted: (B)(6) 2006, product type extension; product ID 37642, serial # (B)(4), product type programmer, patient; product ID neu_unknown_lead, serial # (B)(4), implanted: (B)(6) 2006, product type lead. (B)(4).